Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 487mg/dl. The mother stated that the customer experienced constant vomiting and feeling lethargic. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.